Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient is unable to walk much and when they do their feet start thudding. The patient stated that their battery is failing, too old according to the manufacturing representative (rep). The patient is trying to find a neuro surgeon to fix this problem. The patient keeps recharging no matter what the reader says as a resolution for the battery depleting faster. The battery depletion and return of pain has not yet been resolved.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. The patient reported they are charging too frequently. The patient stated that their ins battery is going (depleting) faster than it should be. The patient checked her ins battery and expected 3-4 days of battery left then all of a sudden she didn¿t feel good and the next day the implantable neurostimulator (ins) battery level was empty. The ins battery did not last the full two weeks it was expected. The patient was able to charge ins back up but continued to state the battery was going quicker. The patient indicated return of symptoms/ feet hurting. The patient has not been reprogrammed recently. The patient indicated their current setting was stim on, group d with 3 programs one for left and right leg. The other program for the back. The patient indicated that there were set up for the follow reason: the patient used to be on a fentanyl patch and wanted to stop the patch. Two years ago in (B)(6) the patient stopped using the patch and noticed the stimulator was not helping with foot pain so she had the stimulator reprogrammed. Product service specialist (pss) redirected the patient to follow up with health care professional (hcp) to check implanted device. The patient's husband was worried about ins battery life reaching eos. Pss reviewed longevity. No further patient symptoms or complications were reported.